Manufacturer narrative:
The device remains in service; therefore, a technical analysis could not be performed. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.

Event description:
It was reported that during implant procedure this implantable cardioverter defibrillator (ICD) system failed defibrillation threshold (dft) testing as a result, the physician made the decision to use an additional coil and reprogram polarity. It was noted that this system was placed in a healthy amount of adipose tissue. This right ventricular (rv) lead remains in service. No additional adverse patient effects were reported.